Event description:
It was reported that a merlin.net transmission revealed noise on both channels of the pulse generator. The patient reported experiencing dizziness when changing positions but it was unknown if it was device related. Some pacing inhibition was noted. It was noted that the noise had occurred at consistent times since implant. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
UDI (di): (B)(4).